Event description:
Per the clinic, the patient experienced performance decrement with the device. Subsequently, the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 03, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6), 2023.